Event description:
The customer reported being hospitalized due to high blood glucose of 567md/l. The customer stated that the insulin pump had a low battery alarm after changing the battery. The caller stated that once the new battery is installed the device turns on, then alarmed, and next turns off. Troubleshooting was declined, and she reverted to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.